Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 20-oct-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
February 11, 2019 (B)(4) (con, rep): information was received from a consumer regarding a patient who was receiving 30 mg/ml bupivacaine at 7.992 mg/day and 30 mg/ml morphine at 7.992 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient's catheter "clogged one time and they had to flush it", but it was fine now. The patient "almost went into withdrawals" at that time and was not getting therapy. The event date was asked, but unknown. No further issues were reported or anticipated.